Event description:
Reportedly the patient expired after an implant duration of 1.27 months due to unknown reasons. Pt also had an aortic device implanted in the same procedure. The device will be not returned as it is unknown if the device was removed prior to the patient's death. No autopsy was reported. No further details were provided. Information was learned from implant patient registry system.

Manufacturer narrative:
No customer letter is requested. This was determined to be reportable per edwards lifesciences procedures. The DHR review has been started. Device will not be returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The customer reported that the device displayed a system failure, cycle power message during use. No pt impact was reported.